Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported feeling light-headed and "sick" to her stomach when she tested 443 mg/dl on the aviva system. Customer had a sip of orange juice and her low blood glucose symptoms improved. Customer tested 196 mg/dl on the aviva system within 10 minutes of the result of 443 mg/dl. Customer was unsure if the cap on the vial was completely capped. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.